Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. Upon investigation, noise was observed on the right ventricular lead. Several noise reversion episodes were recorded due to noise over sensing. The patient was stable before, during and after device interrogation. The patient is scheduled for a lead extraction and replacement procedure. No further information available.